Event description:
The hosp was performing an ovariectomy using the #0063 wire-l-hook electrode and the tip of the unit broke off into the pt. The hosp has reported that the operation was accomplished "without any kind of follow up" and the pt has been discharged. The hosp has not heard of any adverse events/complications, etc. Suffered by this pt after the discharge. The hosp reported that they "resterilized the unit twice during his operation". The event took place in japan.